Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed.

Event description:
Note: this is one of two events that occurred during the same procedure. Reference manufacturer report number 3005099803-2010-00012. It was reported to boston scientific corp that two ultraflex esophageal stents were used during an esophageal stent placement procedure performed in 2001. According to the complainant, the stents were placed to seal a leak secondary to a submucosal hematoma due to boerhaave syndrome. There was no esophageal stricture. In 2002, sixteen months after initial stent placement, stent occlusion was reported. Pneumatic dilation of the stent was performed, with placement of a third ultraflex stent inside the other two ultraflex stents. The event resolved without sequelae. The stents were re-confirmed to be patent in 2003. The pt's condition at the conclusion of the procedure was reported as "resolved". Note: boston scientific became aware of the complaint following a retrospective survey of data by the user facility.

Event description:
Note: this is one of two events that occurred during the same procedure. Reference manufacturer report numbers 3005099803-2010-00012. It was reported to boston scientific corporation that two ultraflex esophageal stents were used during an esophageal stent placement procedure performed on (B)(6), 2001 ((B)(6) male; weight unknown). According to the complainant, the stents were placed to seal a leak secondary to a submucosal hematoma due to boerhaave syndrome. There was no esophageal stricture. On (B)(6), 2002, sixteen months after initial stent placement, stent occlusion was reported. Pneumatic dilation of the stent was performed, with placement of a third ultraflex stent inside the other two ultraflex stents. The event resolved without sequelae. The stents were re-confirmed to be patent on (B)(6), 2003. The patient's condition at the conclusion of the procedure was reported as "resolved". Note: boston scientific became aware of this complaint following a retrospective survey of data by the user facility. Since the initial MDR was filed, additional information was received. According to the physician, the specific cause for the occlusion is unknown; however, he felt that stent occlusion could be anticipated 33 months after placement. The physician did not believe the stent malfunctioned since the stent provided the desired therapeutic effect of healing the leak. The physician also stated that he had planned on removing the stent and its removal was not a result of this event. The physician also reported that the device was not used past the expiration date. The patient also had multiple significant co-morbidities including some with possible influence on the esophagus. Since the initial MDR was filed, the investigation has been completed.

Manufacturer narrative:
Additional information was received. As the unit has not been returned, boston scientific could not perform a technical analysis. However, a labeling review revealed the device was not used in accordance with the directions for use (dfu). The complaint states that the device was used for a benign indication with the intent to remove the device. The dfu indicates that this device is for use in esophageal strictures caused by intrinsic and/or extrinsic malignant tumors only. It also advises that the device should not be removed once implanted. As the device was not used in accordance with the dfu, this investigation will be assigned the most probable root cause of user/use error.